Event description:
Allergan aesthetics received a report of a leak with the coolmini applicator. There was no patient or provider safety impact.

Manufacturer narrative:
Upon further review, it has been determined that the event has not caused or contributed to death or serious injury and not likely to cause or contribute to death or serious injury, therefore; this event is considered not reportable.

Event description:
Allergan aesthetics received a report of a leak with the coolmini applicator. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d1, d4, d9, g1, h3.

Event description:
Allergan aesthetics received a report of a leak with the coolmini applicator. There was no patient or provider safety impact.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. A supplemental report will be submitted if and when additional information is obtained.